Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a2: patient date of birth is an unknown date in 1960.

Event description:
It was reported that patient underwent an unknown procedure (left hip) on (B)(6) 2024. The nose of the stem retractor broke off during use. No fragments remained in the patient's body. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: customer is complaining the tip to be broken off the instrument. Instrument fractured into two pieces. The broken fragment is not available, it is presumably inside patient´s body. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that cor/tri ant stem insert shaft had the distal tip broken. Fragment was not returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. A manufacturing record evaluation was performed for the finished device [259807440/ pg266758] and no non-conformances / manufacturing irregularities were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4) pieces. Date of manufacture: 2/7/2017. Any anomalies or deviations identified in DHR: n/a. Expiry date: n/a. IFU reference: IFU-0902-00-839, rev f. Device history review: a manufacturing record evaluation was performed for the finished device [259807440/ pg266758] and no non-conformances / manufacturing irregularities were identified.